Event description:
It was reported that during uterine ablation procedure, error code 66 was received with 3 catheters. The procedure was completed successfully with no adverse patient consequences reported. The procedure was extended 1 hour. Patient was under general anesthesia.